Manufacturer narrative:
Upon inspection and testing of the returned device, the foreign material in the nozzle could not be identified or removed. The damaged and unidentified endotherapy accessory stuck in the biopsy channel could not be removed. The reported issue (no air/water flow) was confirmed and found to be caused due to the clogged nozzle. In addition, service found the adhesive on the bending section cover was detached, the light guide rod lens was cracked, the connecting tube was creased, the outer surface on the connecting tube was crushed, the universal cord was wrinkled, the switch button #1 rubber was worn, and the bending angle was out of specification. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported there was no air/water flow with the subject device during a gastroscopy procedure. The intended procedure was completed using the subject device. After the procedure, an air/water flow issue was observed during the scope disinfection cycle, and the wash cycle stopped. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed the nozzle was clogged with a solid and dark material (foreign material), and an endotherapy accessory was stuck inside the biopsy channel. This report is being submitted for the issues found during evaluation of the device (foreign material in nozzle, and accessory in the biopsy channel).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the customer did not provide additional details, the type of the material or root cause cannot be identified. Handling the device in accordance with the following instructions for use (IFU) statement enables the user to detect the events: "preparation and inspection: inspection of the endoscope_ inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Inspection of the endoscope: inspection of the instrument channel. Inspection of the endoscopic system: inspection of the air-feeding function. Inspection of the objective lens cleaning function." The IFU states reprocessing of the air/water nozzle and channel as follows: "reprocessing manual_ cleaning, disinfection, and sterilization procedures: warning:if the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope. Flush water and air into the air/water channel. Caution:to prevent clogging of the air/water nozzle, always use the aw channel cleaning adapter to clean the air/water channel after each use. Manual cleaning_flushing detergent solution into the air/water channel.¿ the IFU states reprocessing of the biopsy channel as follows: "reprocessing manual_ cleaning, disinfection, and sterilization procedures_ manual cleaning: brushing the channels". Olympus will continue to monitor field performance for this device.